Manufacturer narrative:
During a spinal procedure, a cottonoid patty detached from its string and migrated into the dural space, tracking upward approximately two spinal levels. This caused an intraoperative delay of 1-2 hours due to a search and retrieval effort. The sponge was located using intraoperative o-arm 3d imaging. The procedure was completed, but required extended anesthesia time, increased surgical site size, and additional radiation exposure, along with an overnight hospital stay instead of same-day discharge. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
During a spinal procedure, a cottonoid patty detached from its string and migrated into the dural space, tracking upward approximately two spinal levels. This caused an intraoperative delay of 1-2 hours due to a search and retrieval effort. The sponge was located using intraoperative o-arm 3d imaging. The procedure was completed, but required extended anesthesia time, increased surgical site size, and additional radiation exposure, along with an overnight hospital stay instead of same-day discharge.

Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation involved testing of the actual/suspected device, trend analysis, and an analysis of production records. The investigation found a mechanical stress problem and the cause was determined to be traced to the user. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to h6. After further investigation, it has been determined that the investigation involved testing of the actual/suspected device and trend analysis. The investigation found no device problem and concluded that a cause could not be established. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.